Event description:
A pt (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The pt was injected with 2.0 ml coaptite on (B)(6) 2010. On (B)(6) 2010, the pt experienced an urinary tract infection diagnosed by urinalysis and culture. The pt was treated with "maerodonten", antibiotic to treat uti. The pt recovered on (B)(6) 2010. Per physician, the event was of moderate severity and possibly related to coaptite.

Manufacturer narrative:
The device history records for lot 1016313 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.